Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report:1627487-2017-07126. It was reported the thoracic and cervical ipg 's are inoperable. The patient reports they can not be restarted and the ipg's have failed. The patient is requesting both ipg's to be explanted. Surgical intervention may be pending to address this issue

Event description:
Device #2 of 2: reference MFR. Report:1627487-2017-07126. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where both ipg's were explanted.

Event description:
Device #2 of 2: reference MFR. Report:1627487-2017-07126.

Event description:
Device #2 of 2: reference MFR. Report:1627487-2017-07126.